Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An insurance claim was received indicating premature battery depletion was suspected on this device due to the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. However, review of the serial number indicates this device is not part of the advisory. However, the device was explanted.